Manufacturer narrative:
(B)(4) please note, the dialyzer is a not a fresenius medical care manufactured product. However, an event notification was forwarded to the device manufacturer. No parts were returned to the manufacturer for physical evaluation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that the 2008t hemodialysis (hd) machine had a 24v low alarm occur during a patient's treatment and all the patient's blood was unable to be returned to the patient. Further follow-up information was provided by the facility's nurse who stated that when the 24v low alarm occurred, the blood pump stopped. The staff had to manually return the patient's blood. However, due to the length of time it was taking to do this, the blood in the bloodlines and dialyzer started to clot and the staff was unable to return all the patient's blood. The patient's estimated blood loss (ebl) was noted as being approximately 100ml. There were no patient adverse effects experienced and no medical intervention was required as a result of this event. The patient was set-up with new supplies on another machine and was able to successfully complete treatment. The nurse reported that there were no issues noted with the bloodlines or dialyzer. Following the event, the 2008t hd machine was pulled from service for evaluation. The user facility's on-site biomedical technician replaced the oval cap in the power supply which resolved the 24v low alarm. The unit has been returned to service at the user facility without issue. No parts were available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Following the event, the 2008t hd machine was pulled from service for evaluation. The user facility¿s on-site biomedical technician replaced the oval cap in the power supply which resolved the 24v low alarm. The unit has been returned to service at the user facility without issue. No parts were available to be returned to the manufacturer for evaluation.. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.